Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an out of insulin alarm and a low power alert which was too faint to hear and unable to hear. Customer's blood glucose (bg) was "high"; no specific value was provided. A manual injection was administered and a cartridge change was performed to address bg/alarm. The customer charged the pump and was able to clear the low power alert.